Event description:
It was reported that this left ventricular lead was surgically abandoned due to high out of range impedance measurements and loss of capture. Another lead was implanted instead. No further adverse patient effects were reported.